Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1442 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter, leakage from the insertion site. When removing the catheter there was a hole a couple of centimeters from the 0 mark on the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 5 cm depth marker. The characteristics observed which supported this type of failure included: catheter narrowing due to kinking. Longitudinal split located at the apex of kink location. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recw1442 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the catheter, leakage from the insertion site. When removing the catheter there was a hole a couple of centimeters from the 0 mark on the catheter.